Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported stent dislodgement appears to be related to circumstances of the procedure as it is likely that inadvertent mishandling during protective sheath/stylet removal contributed to the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling.

Event description:
The additional information was received subsequent to the previously filed medwatch report: the stent dislodged inside the protective sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to use, upon removal of the stylet of the 3.0x18 mm multilink 8 stent, the stent dislodged from the balloon. There was no patient involvement. An unspecified stent was successfully used to complete the procedure. There was no clinically significant delay during the procedure. No additional information was provided